Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: a foreign material was found inside the package. A backup device was used. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material was found inside the sterile packaging.